Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305761, batch no.: 7206284. It was reported that during use of the bd eclipse¿ needle the safety device to cap the needle broke off after injection. The following information was provided by the initial reporter: bd eclipse needle 25gx1 in, when using the safety device to cap the needle after injection, the safety broke off. Risk of needle stick injury.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
Material no.: 305761, batch no.: 7206284. It was reported that during use of the bd eclipse¿ needle the safety device to cap the needle broke off after injection. The following information was provided by the initial reporter: bd eclipse needle 25gx1 in, when using the safety device to cap the needle after injection, the safety broke off. Risk of needle stick injury.